Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. It was noted that the products are not expected to be returned as they were believe to be disposed of by the facility.